Manufacturer narrative:
Concomitant medical products: model: 694765, lead; implanted: (B)(6) 2008, model: dtmb1d1, crt-d; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to feeling palpitations. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead displayed possible intermittent atrial undersensing during atrial arrhythmias. It was noted the patient was in an active atrial fibrillation (af) episode when they had arrived at the hospital. Follow-up was conducted with the patients clinic. The healthcare professional (hcp) at the clinic was able to verify that the patient has not been seen in-office recently, but a remote monitor report showed that the lead is functioning "fine," no reprogramming has been completed. The lead remains in use. No patient complications have been reported as a result of this event.